Event description:
A healthcare facility in denmark reported via a fisher & paykel healthcare (f&p) field representative that a 950a81 adult ventilator dual heated circuit kit failed the leak test before use. There was no patient involvement.

Manufacturer narrative:
(B)(4). The 950a81 adult ventilator dual heated circuit kit is not sold in the united states of america (USA) but it is similar to a product which is sold in the USA. The 510(k) for that product is k122432. Method: the complaint 950a81 adult vented dual heated circuit kit was returned to fisher & paykel healthcare (f&p) in new zealand for investigation, where it was visually inspected and pressure tested. Results: visual inspection of the complaint device revealed that the grommet at the port of the 950a81 circuit kit chamber was missing. The pressure test revealed that the reported leak was due to the missing grommet. Conclusion: we are unable to determine the cause of the missing grommet. All 950a81 circuit kit chambers are 100% leak tested during production, and those that fail are rejected. The subject chamber would have met the required specifications at the time of production. The user instructions which accompany the 950a81 adult vented dual heated circuit kit state the following: "perform a pressure and leak test on the breathing system before connecting to a patient." "Check all connections are tight before use." The user instructions also warn the user: "set appropriate ventilator or flow source alarms to monitor therapy delivery." "Appropriate patient monitoring (e.g. Oxygen saturation) must be used at all times. Failure to monitor the patient (e.g. In the event of an interruption to gas flow) may result in serious harm or death."

Manufacturer narrative:
(B)(4). The 950a81 adult ventilator dual heated circuit kit is not sold in the united states of america (USA) but it is similar to a product which is sold in the USA. The 510(k) for that product is k122432. The complaint 950a81 adult ventilator dual heated circuit kit is currently en route to fisher & paykel healthcare (B)(4) for evaluation. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in (B)(6) reported via a fisher & paykel healthcare (f&p) field representative that a 950a81 adult ventilator dual heated circuit kit failed the leak test during device setup. There was no patient involvement.